Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system ei assembly intended for use in treatment, has been returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle but remains attached to the suture. The actuator is in its t2 pre-deployment position. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The reported complaint of t2 not deploying could not be confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. Pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One 72203721 fast fix 360 curved ndl dlvry sys ei intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, t2 did not trigger. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure t2 did not triggered. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.